Event description:
Nurse reported 3-5 incidents over the last two weeks where tubing leaking at hun connector. Reports given to rn manager staff. No patient harm reported. Reports given to rn manager by staff. No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking at hub connector. The customer stated the sets have been discarded and are not available for failure investigation.